Manufacturer narrative:
The device in question was received by bunnell on 05/09/2025. A complete failure investigation was performed. The reported symptom (loss of pip) could not be verified and was not reproduced as reported. Operation at various controls settings was very stable in the hfv ready condition and with no alarms of any type generated. The system was verified to be in near perfect calibration condition and was optimized for peak performance. The pb was thoroughly inspected, tested and operationally verified to have no problems. No issues were identified with the functionality of the pressure sensor or related circuitry. The system stabilized at the default controls settings with all monitored values remaining very stable with very little fluctuations. The pb fi subject unit was fully serviced and passed all applicable testing requirements. Therefore, it was determined the event was not associated with a device failure. The device was confirmed to be functioning correctly. Based on the results of the failure investigation, it was determined the event was not reportable. User facility report: (B)(4) was received on 06/05/2025 and reviewed. It was determined the user facility report does not impact the reportability of this event by bunnell. The bunnell device was confirmed to be functioning correctly. The event is not a bunnell reportable event. However, this report is being submitted in response to the user facility report.

Event description:
As reported to bunnell: user facility indicated they experienced multiple loss of pip and cannot meet pip alarms with this patient box. Switching out the patient box helped. Customer states that this patient box passed the pre-use tests upon initiation. User facility indicated to bunnell the event was not associated with any patient injury. As reported on user facility report: (B)(4): "patient box from manufacturer of high frequency ventilator not functioning as designed resulting in inadvertent peep reading and patient with increased need for fio2 [fraction of inspired oxygen]. Pt later found to have hyper expansion and right sided pneumothorax requiring chest tube placement."